Event description:
The manufacturer received information in relation to a report of "the incident occurred during home use of an everflo oxygen concentrator by an elderly patient, who had been using the device continuously (approximately 24 hours per day) at a flow rate of 3¿4 l/min. The device had been installed on (B)(6) 2024 and had accumulated approximately 12,383 hours of operation at the time of the event. According to the report from the service provider, the canister inside the device was found to be damaged, resulting in the release of white zeolite powder into the external environment. It was reported that the patient may have inhaled the released zeolite powder during device operation. Following the event, the patient was admitted to the emergency room and treated with high-flow oxygen (10 l/min) and remained hospitalized at the time of reporting. The exact time and root cause of the incident have not yet been confirmed, and the device has been kept unopened for further investigation. In addition, the customer has formally requested supporting information regarding the safety of the zeolite material used in the device." On (B)(6) 2026, the patient was visited at home due to the device alarming. Upon removing the everflo oxygen concentrator cover, dust was found inside and dispersed externally. A white powdery substance was observed at the device outlet. After confirming the presence of the white powder at the outlet, the device was replaced with an ez02 unit to ensure patient safety. After replacement, the patient's oxygen saturation (spo2) improved to above 93% while on 3l of o2 and the site visit was concluded. It is unknown if the device stopped operating during the event, if the patient went without o2 for any period of time, and what the patient's unspecified desaturation value dropped to during the event. Two days after the event on (B)(6) 2026, the patient's caregiver reported that the patient had experienced chest tightness while using the device and was going to the emergency room. The patient remained in the ICU from on (B)(6) when it was reported the patient passed away. Based on the information available at this time, the patient's unspecified desaturation during the event on (B)(6) is assessed as a non-serious injury. The alleged ICU hospitalization for a week originating from chest tightness resulting in the patient's death is assessed as unrelated. The patient had recovered from the event on the same day and placed on a new device. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in relation to a report of "the incident occurred during home use of an everflo oxygen concentrator by an elderly patient, who had been using the device continuously (approximately 24 hours per day) at a flow rate of 3¿4 l/min. The device had been installed in february 2024 and had accumulated approximately 12,383 hours of operation at the time of the event. According to the report from the service provider, the canister inside the device was found to be damaged, resulting in the release of white zeolite powder into the external environment. It was reported that the patient may have inhaled the released zeolite powder during device operation. Following the event, the patient was admitted to the emergency room and treated with high-flow oxygen (10 l/min) and remained hospitalized at the time of reporting. The exact time and root cause of the incident have not yet been confirmed, and the device has been kept unopened for further investigation. In addition, the customer has formally requested supporting information regarding the safety of the zeolite material used in the device." On (B)(6),2026, the patient was visited at home due to the device alarming. Upon removing the everflo oxygen concentrator cover, dust was found inside and dispersed externally. A white powdery substance was observed at the device outlet. After confirming the presence of the white powder at the outlet, the device was replaced with an ez02 unit to ensure patient safety. After replacement, the patient's oxygen saturation (spo2) improved to above (B)(6) while on 3l of o2 and the site visit was concluded. It is unknown if the device stopped operating during the event, if the patient went without o2 for any period of time, and what the patient's unspecified desaturation value dropped to during the event.two days after the event on (B)(6), 2026, the patient's caregiver reported that the patient had experienced chest tightness while using the device and was going to the emergency room. The patient remained in the ICU from the (B)(6) when it was reported the patient passed away. Based on the information available at this time, the patient's unspecified desaturation during the event on june 13th is assessed as a non-serious injury. The alleged ICU hospitalization for a week originating from chest tightness resulting in the patient's death is assessed as unrelated. The patient had recovered from the event on the same day and placed on a new device. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. The previous report was submitted as a serious injury. Upon review, this report has been determined to be a death.